Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited an alert for high out of range shock lead impedance measurements. Technical services (ts) reviewed possible reasons for the exhibited behavior. This crt-d system remains in service. No adverse patient effects were reported.